Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: a specific cause for the reported bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. It was reported that the patient experienced major bleeding starting on (B)(6) 2018. The patient¿s hemoglobin and hematocrit began to decline on (B)(6) 2018, and he was transfused with 2 units of packed red blood cells on (B)(6) 2018 and 2 units on (B)(6) 2018. The event resulted in prolonged hospitalization and no source of bleeding was identified. The event reportedly resolved on (B)(6) 2018. The patient remained ongoing on lvad following this event; however, he experienced another event of bleeding in (B)(6) 2019 (reported in MFR # 2916596-2019-02039. The patient also experienced further bleeding in (B)(6) 2019 and ultimately expired on (B)(6) 2019 (reported in MFR# 2916596-2019-02339. The device was not returned, and there is no product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's hemoglobin and hematocrit began to decline and transfused 2 units of packed red blood cells on (B)(6) 2018 and 2 units on (B)(6) 2018. There was no source of bleed. On (B)(6) 2019, a new powerline placed. Patient was deemed not a good candidate for pump exchange, so a new powerline was placed. Patient tolerated procedure well.